Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name and email address unknown / not provided.

Event description:
It was reported the patient went to the dentist office suffering pain at the implant at tooth site #22 . Implant was removed. Symptoms as a result of the event: pain + edema + inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) xifnt413, (osseotite tapered certain implant 4 x 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, slight wear however, no apparent damage / malfunction to the implant was identified that would cause or contribute to the reported event. Markings likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2022120029. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022120029 for similar events and no other complaint was identified. Review completed utilizing keywords: pain the customer did submit one (1) x-ray image for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.